Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms noted. No motor error alarm noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case at the reservoir tube window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 200mg/dl. Customer stated the drive support cap is protruded. Advised customer the insulin pump will need to be replaced and revert to back up plan. Customer agreed to return insulin pump.